Event description:
The following has been reported by customer: an agilia sp mc syringe pump with serial number (B)(6) that is currently malfunctioning. Specifically, the unit displays a "speaker" error message when connected to a patient. We tested it ourselves and indeed received the message "error 51-0001!!! Speaker" at the end of the infusion. Reporting as a conservative measure. Adverse effects were not reported. Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a an internal CAPA. Corrective actions are currently being implemented in the manufacturing process device log was not provided and extracted: issue known; therefore, no review could be performed. The device was received in brézins for investigation, but the investigation was not carried out since error 51 is a known issue with an established root cause. Error 51 on the agilia connect range is a known issue for which an internal CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) and power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. Based on the information provided, as well as our prior knowledge of this type of malfunction, the claim is considered substantiated. This complaint has been added to our trend for statistical monitoring. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.